Event description:
Olympus was notified that during an endoscopic retrograde cholangiopancreatography (ercp) the elevator channel broke on the subject device, while the user was placing a stent. No further info was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event, and was informed that the subject device was used during in ercp. The user was attempting to deploy a boston scientific flexima stent, model/lot unk, into the common bile duct, encountered resistance and repeated attempts caused the forceps elevator to stop functioning. The user switched to a different but similar device but was not able to deploy the stent into the pt's common bile duct. The pt was transferred to radiology to have the stent placed percutaneously with the use of x-rays. There was no report of pt injury. No further info was provided. The subject device was returned to olympus for evaluation. The evaluation confirmed that the forceps elevator mechanism of the device was not working due to a broken wire stopper. In addition, the device failed the leak test due to a hole/cut in the bending section distal end cover. The device was serviced and returned to the user facility. The exact cause of the user's experience could not be conclusively determined, but the use of a non-olympus stent could not be ruled out as a contributory factor.